Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and non-malignant pain. It was reported that their implant was replaced because it was malfunctioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.